Manufacturer narrative:
Correction: after further review, it was determined that MDR MFR report #2016493-2026-03990 was submitted in error for the alaris pump. The reportable issue was subsequently determined to be due to the tubing set only which was reported separately in MDR MFR report # 9616066-2026-00106.

Event description:
It was reported that there was air-in-line alarm during an infusion. The clinician assessed the tubing and noted the presence of air bubbles in the infusion line. When the clinician removed the tubing from the pump channel and attempted to remove air bubbles, the bottom portion of the tubing snapped apart. The IV tubing broke off directly below blue safety clamp. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was air-in-line error in the IV pump. When the clinician removed the tubing from the pump channel and attempted to remove air bubbles, the bottom portion of the tubing snapped apart. IV tubing broke off right below blue safety clamp that is inserted into the IV pump. There was patient involvement but no harm.